Manufacturer narrative:
Customer complaint of false elective replacement indicator (eri) was confirmed. The device was received in backup mode with battery levels at eri. Electrical and mechanical analysis was performed after the product code was reloaded and normal device functionality was observed. The false eri that occurred in the field is consistent with the use of autocapture. By the time analysis started, device had reached true eri levels. Cautery marks were noted on pacer and the septum was observed to be punctured. The device image and provided print out revealed that autocapture was programmed to on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.

Event description:
During a clinic follow-up, premature battery depletion was noted on the device. Technical support was contacted and false eri was confirmed. The device was explanted and replaced to resolve the event. The patient was stable.